Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had stripped battery cap coin slot (p). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 21 mmol/l. Customer reported that he has a crack in the casing of the insulin pump and also has a crack at the entrance of the reservoir compartment. The product was returned for analysis.